Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements of greater than 2000 ohms. A fluoroscopy was performed and the lead was confirmed dislodged a day after implant procedure. A revision procedure was undertaken and the lead was repositioned. The ra lead remains in service. No additional adverse patient effects were reported.